Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparo oophorocystectomy, when inserting the device into the cavity, the head part of expandable sleeve detached. New one was opened to correct the problem. The last know patient status is good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Only the radially expandable sleeve was received. Visual examination of the sleeve assembly noted that the radially expandable sleeve was disengaged from the head. Further functional testing could not be performed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sleeve damage. Replication of the observed damage may occur if the radially expandable sleeve is mishandled during clinical application causing the device to separate as observed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).